Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion with chronic total occlusion was located in a severely calcified in the proximal left anterior descending artery. The vessel was not tortuous. On the first inflation, the 2.5 x 12 mm quantum maverick monorail balloon was inflated to 20 atmospheres. On the second inflation, the balloon was inflated 20 atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. A taxus stent was deployed in the lesion after a quantum maverick balloon dilatation. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported event is attributable to procedural factors and/or interaction with patient anatomy or other devices.